Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation results: based on the available information, boston scientific could not confirm the reported event of stent failure to deploy since only the delivery system was received, and the stent was not returned. No damage was also observed on the delivery system. Taking all available information into consideration the investigation concluded that there is not enough evidence to determine if the reported event of stent failure to deploy was due to the physician's device manipulation during the procedure, or whether it was related to a device malfunction. The investigation findings did not lead to a definitive conclusion regarding the cause of the reported event; the most probable contributing cause remains unknown. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an axios electrocautery enhanced delivery system was received for analysis; the stent was not returned. No damage was identified on the delivery system. Functional inspection was performed, during which the catheter moved freely through the luer, and the slider could be returned to its original position without resistance. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Risk review: a risk review was completed and confirmed that the event of "stent failure to deploy" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code is cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the first flange could not be deployed. There were no patient complications reported as a result of this event. Note: no further information regarding product return has been obtained despite good faith efforts.